Event description:
The customer reported that the probe of the ortho provue analyzer was bent and dripped fluid into the reagents on board. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site determined that although the customer uses 12mm tubes, the default tube size on the provue was not set to 12mm at the day of the incident. The provue may have identified the 12mm tube as 10mm, resulting in the bent probe. The fe set the tube size default to 12mm, replaced the probe and wash station to return the instrument to expected operation. Qc was acceptable. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).